Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Implantable pulse generator (ipg) 2013-(B)(6). (B)(4).

Event description:
It was reported that during the initial implant procedure the right atrial and right ventricular leads were inserted into the incorrect port of device header. A revision procedure was conducted to reposition the leads into the correct lead port and both leads remain in use. No patient complications have been reported as a result of this event.